Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a medtronic insulin pump for 8 years and is in the hospital right now because he thinks it is giving him too much insulin. Customer was hospitalized on (B)(6) 2016. Customer stated that the ambulance and his daughter checked and his blood glucose was at 22 mg/dl. Customer was taken to the hospital. Customer was given glucose in an IV and had been sleeping when his daughter tried to wake him up. Customer couldn't wake up. Customer ate dinner last night and turned the pump back on. An hour or two later, his blood glucose was 32 mg/dl. Customer was given glucose in an IV again. Customer's current blood glucose is 202 mg/dl. The pump passed the displacement test with no reservoir alarm. Customer thinks the pump was exposed to a MRI a while back. Customer mentioned that 3 weeks ago he jumped in a pool. Customer cleared the button error alarm and the pump has worked since then. Customer was advised that the pump will need to be replaced.